Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed and 24mm x 2.6mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.75x28mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, it was noted that the stent had dislodged. The dislodged stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device only failed to cross the lesion and no stent dislodgement occurred as what was previously reported.